Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient stated they were currently in the hospital "because of their knee joints" and they asked if it was related and they said they had been in and out of hospitals for 3 years because their joints were giving out, and it was related to the device. They stated they did not remember which year, but said in april their her knee replacement got infected and they had a lot of pain. They also stated they were having their shoulder done. They were in the hospital currently. No out of box failure was reported.. No further allegations/complications were reported.